Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported when they try to increase the intensity they keep getting a message that says neurosense is currently adjusting therapy. Patient stated they had a hip replacement 2 weeks ago and they had to turn the therapy off for the surgery. Patient said they turned the therapy back on after the surgery without a problem, but now they can't get the intensity to go up any higher than 3.6; patient reported screen displayed intensity set at clinic 3.9. Patient had restarted their handset, but it had not resolved. Patient stated they were currently seated and could not tell if it was their hip that was causing them all the pain or the fact that they don't have the stimulator where it needs to be. Patient is currently in group a with intensity set at 3.6. Agent walked patient through turning neurosense off and back on. Patient reported group a intensity then showed 0.2 and they attempted to increase and again neurosense is currently adjusting therapy displayed. Patient stated they use group b when they sleep. Patient switched to group c and was able to increase intensity up from 2.3 without the message displaying. Patient stated group c was for when they got better and wanted to take a brisk walk for a mile or two. Patient also commented that group a and b were green on their handset and group c was white. The patient was redirected to their manufacturer representative (rep) and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the intensity not going higher than 3.6 was determined to be that they had to turn it off because they were having a hip replaced, when they turned it back one of the electrodes was not working which caused the problem. Patient met with someone at the hospital who was able to work a work around the one electrode that wasn't working. The issue is resolved.